Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that to clip the cystic artery and cystic duct, the surgeon tried to use an er320, but it "misfired and clips just fell out". Another er320 was opened and the case was completed. The second er320 worked fine. There was no consequence to the pt.